Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device shut down during pacing. The device was paced with a zoll defib, the mrx was connected and the zoll was shut down. The mrx pacer was turned on, the patient went to asystole twice, so the technician reconnected the zoll device. The device was used on a patient, however, there was no reported adverse patient impact.

Event description:
The reported pacing issue was clarified. The patient was being actively paced on the zoll defibrillator when the users switched from the zoll device to the philips mrx defibrillator. They connected the patient to the mrx device while still pacing with the zoll device, then powered off the zoll device and attempted to begin pacing with the mrx. The patient reportedly had two episodes of asystole and the users decided to reconnect the zoll device to continue pacing.